Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when using the platinum 1 series model 1mtec cartridge, it appeared there was material transferred from the cartridge onto the intraocular lens (iols). The surgeon was able to aspirate the material off the posterior side of the iol during the irrigation and aspiration segment. There was no consequence to the patient and the iol remains implanted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10. Device available for evaluation? Yes. Returned to manufacturer on: 3/26/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the returned cartridge was visually inspected at magnifications between 10x and 30x. No physical damage or significant visual flaws were observed. However, due to increase in trend on events such as this the parts will be used for the continued investigation under CAPA#9718. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.